Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypertension and renal failure are listed in the xience sierra, everolimus eluting coronary stent system, instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that a 2.75x15mm xience sierra stent was implanted on (B)(6) 2018. On (B)(6) 2018, the patient was re-admitted for hypertensive heart and other unspecified cardio vascular symptoms with stage 5 chronic kidney disease and heart failure. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.